Event description:
Physician reported ""late seroma + capsulitis confirmed with MRI." This relates to the right side. Device remains implanted. Treatment : antibiotics.

Manufacturer narrative:
Continued e1 fax number: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported right-side "late seroma + capsulitis confirmed with MRI." Device remains implanted.